Manufacturer narrative:
The product was not returned for evaluation. The lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product and linear material were not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The instruction for use (IFU) also instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens implant procedure smudges found to be left on the lenses. Additional information has been requested. Additional information received and stated that, the thin linear piece of plastic upon insertion was observed.